Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor to a reagent component was identified in the sample which affected the results. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample. The sample was submitted for investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Of the data, only the results for elecsys ft4 ii assay and elecsys ft3 ii were discrepant. It was unclear if the erroneous results were reported outside of the laboratory. Clarification was requested but was not provided. There was no allegation of an adverse event. The customer used cobas 6000 e 601 module serial number (B)(4). Refer to the medwatch with (B)(6) for the other assay.